Event description:
It was reported that an intraocular lens (iol) was explanted after the patient did not experience a desired visual outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). Explant of intraocular lens. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The intraocular lens(iol) was returned to the manufacturer. Visual inspection noted the lens where the optic was cut in half. No optical deviations on the received optic parts could be found. No manufacturing related issues that may have caused this condition was identified in the sample returned. The condition of the lens received is a result of the explant process and was not the condition of the lens when it was used in the patient. Manufacturing records were reviewed and showed no non-conformities or deviations. Diopter measurement records were within specifications. The batch passed acceptance criteria for all the tests performed and is within specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
Corrected data: expiration date 11/12/2014. Device manufacturing date 12/12/2011. All pertinent information available to the manufacturer has been submitted.